Event description:
It was reported that patient's left ventricular (lv) lead was capped and replaced due to low impedance values and failing insulation. The right ventricular (rv) lead was explanted and replaced due to noise on the lead causing inhibition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2005; 5076 implantable pacing lead (B)(6) 2005. (B)(4).